Event description:
On (B)(6), 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat an acute uncomplicated type b aortic dissections. The same day, the patient had brain stem ischemia.

Manufacturer narrative:
Method: a review of the mfg paperwork will be conducted.